Event description:
It was reported to boston scientific via a poster presented in the 111th annual meeting of the japan urological association [pacifico yokohama] that a prospective study was conducted in order to elucidate the efficacy and safety of pvp with the 180- w lithium triborate laser (xps-pvp) for japanese patients with symptomatic bph. A total of 188 patients who had undergone xps-pvp at 5 institutions participating in the study were evaluated for treatment efficacy. The mean estimated prostate volume (sd) was 64.3 ml. Patients were assessed preoperatively and at an interval of 1, 3, 6 and 12 months postoperatively with ipss, qol index, qmax and post void residual urine (pvr). All complications were noted. The weight of tissue vaporized was 35.3 grams. The mean decrease in hb was 0.77 gm/dl, while the level of serum sodium was not significantly changed. There was no peri or postoperative blood transfusions or cases of tur syndrome. There was a highly significant improvement in each of the outcome variables including ipss, qol index, qmax and pvr over a follow-up period of 12 months. Postoperative complications included temporal retention in 17 patients, macroscopic hematuria in 20 patients, and bladder neck/urethral stricture in 2 patients. Reoperation was necessary for 3 patients. The study confirmed that xps-pvp has various advantages, including minimal bleeding and a shorter duration of postoperative catheterization and hospital stay with effective and safe outcomes over the observation period of up to 1 year.

Event description:
It was reported to boston scientific via a poster presented in the 111th annual meeting of the japan urological association [pacifico yokohama] that a prospective study was conducted in order to elucidate the efficacy and safety of pvp with the 180- w lithium triborate laser (xps-pvp) for japanese patients with symptomatic bph. A total of 188 patients who had undergone xps-pvp at 5 institutions participating in the study were evaluated for treatment efficacy. The mean estimated prostate volume (sd) was 64.3 ml. Patients were assessed preoperatively and at an interval of 1, 3, 6 and 12 months postoperatively with ipss, qol index, qmax and post void residual urine (pvr). All complications were noted. The weight of tissue vaporized was 35.3 grams. The mean decrease in hb was 0.77 gm/dl, while the level of serum sodium was not significantly changed. There was no peri or postoperative blood transfusions or cases of tur syndrome. There was a highly significant improvement in each of the outcome variables including ipss, qol index, qmax and pvr over a follow-up period of 12 months. Postoperative complications included temporal retention in 17 patients, macroscopic hematuria in 20 patients, and bladder neck/urethral stricture in 2 patients. Reoperation was necessary for 3 patients. The study confirmed that xps-pvp has various advantages, including minimal bleeding and a shorter duration of postoperative catheterization and hospital stay with effective and safe outcomes over the observation period of up to 1 year.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.